Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The involved reciproc file r25 8/100 25mm 025 returned is broken at the tip of the active part (mix conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1653143, #1653142, #1653562, #1653159 and #1653565). Root causes are not identified. We will track this kind of event and monitor the trend.